Event description:
The anesthesiologist found the belmont rapid infuser running at 500ml/min. Evaluation by our clinical engineering group indicated that accidental contact with the touch pad display screen (e.g. With IV tubing, supplies, fingers) can cause an inadvertent change in rate in a busy or environment. The touch pad pressure needed to activate the pad can be modified, although the medium setting was preferred by our providers. The active areas of the touch pad control buttons occupy the whole control button area, yielding little or no separation between controls. This can lead to input errors if the user's finger hits on a control line inadvertently activating the wrong control, in this case the 500ml/min control, which sits right next to the infusion rate adjustment controls.====================== health professional's impression======================the touch pad can be easily activated in a busy environment. Little separation between the control buttons can lead to accidental activation of the incorrect control. We are placing an acrylic cover over the screen to protect against accidental control activation, re-educating the anesthesia staff using simulations and placing holes in the new cover to hopefully prevent and incorrect pump control entry.